Manufacturer narrative:
This report is being filed on an international product, architect havab-igg, list 6c29, that has a similar product distributed in the us, havab-g, list 6l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6). Patient information: no specific patient information was provided.

Event description:
The customer reported (B)(6) architect havab-igg result. The following results were provided: sample ID: (B)(6) with lot 87316li00; sample ID: (B)(6) lot 87316li00 and (B)(6) with lot 90356li00; sample ID: (B)(6) with lot 87316li00; sample ID: (B)(6) with lot 90356li00; sample ID: (B)(6) with reagent lot 90356li00; sample ID: (B)(6) with lot 90356li00; sample ID: (B)(6) with lot 87316li00 and (B)(6) with lot 90356li00. No adverse impact to patient management was reported.

Manufacturer narrative:
The event documented has been associated with a product recall. The event associated with the suspect medical device (architect havab igg assay) is not reportable per 21cfr part 806, as the product has not been distributed in the us. No additional information will be provided in this report.